Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device could not be interrogated, and no pacing pulses were noted. The device case was opened, and the battery was removed and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion could not be determined. Based on available evidence, it is likely that this device exhibited the behavior described in the high battery impedance field safety communication issued to physicians in december 2024 with an expansion in 2025. However, root cause cannot be confirmed in this case because the returned battery has insufficient power remaining to maintain device diagnostic data, and the battery voltage is too low to provide evidence of high battery impedance through direct testing of the battery. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of brady pacing rate not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that the patient experienced a fast-pacing rate from the pacemaker, which was resolved by resetting the device. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the device was explanted and replaced prophylactically.